Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was inoperable and one of the leads had migrated. As such surgical intervention was undertaken wherein the ipg was replaced and both the leads explanted and replaced with a paddle lead. Reportedly effective therapy was restored.